Manufacturer narrative:
Detailed product information for the pump was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Model number/catalog number: 72400024. Serial number: n/a. Batch/lot number: 362214012. Model/catalog description: balloon. Unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom is known risk associated with this device type and indicated as such in the instructions for use. Based on the information available, the conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring urinary incontinence. During a surgical procedure, it was determined that the device was no longer providing adequate coaptation due to its age. The aus was removed and replaced. No additional patient complications were reported.